Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient was on a 46 hour infusion, however, medication bag appears almost empty. Settings reviewed. (Res vol 143.40ml, rate is 23.0ml/hr, given 406.80ml). Medication confirmed to be d5w. Rate on medication label shows 11.6ml/hr, over 46 hours. Infusion started at 1730. It was reported that the patient had collapsed due to weakness. Patient reported injuries to the right knee, bruising to left rib, forehead, and left elbow. Patient did not lose consciousness.